Event description:
On (B)(6) 2012, the patient underwent a trial procedure. On (B)(6) 2012, the patient went to the emergency room due to experiencing stomach and back pain, and numbness in both legs. As a result, the lead was removed. An MRI revealed the patient had an epidural hematoma. The patient's symptoms resolved after the lead was removed. On (B)(6) 2012, the patient was released from the hospital.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.